Event description:
Reported as swelling at the injection sites. Patient was treated with oral cortisone.

Manufacturer narrative:
Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as requred and all test passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.